Event description:
The fe reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.